Event description:
Resident positioned in chair. Heard a sound of something falling, saw resident on floor, called for assistance. Resident on floor, on left side, geri tray under resident's trunk. Left forehead bleeding, resident complained of shoulder pain. Med dir evaluated resident and transferred resident to hosp. No fracutre or suture. Geri chair removed from unit. Invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device discarded. Invalid data - on device destroyed/disposed of status.